Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the troubleshooting was wrong and missing steps. The vision side cart (vsc) was found to not be running. The vsc was plugged into a different outlet and powered back on. It was plugged into a defective power outlet originally. The system was tested and verified as ready for use. The probable root cause is attributed to improper customer setup. Based on fse field evaluation, the system issue was due to a vsc plugged into a defective outlet. It can be resolved by plugging the vsc into another power outlet.

Event description:
It was reported that prior to the start of a da vinci-assisted urology nephrectomy surgical procedure, the customer reported to technical service engineer (tse) post anesthesia that the surgeon side console (ssc) was not connected to the vision side cart (vsc). Tse guided the customer to shut down system, unplug each of the blue fiber cable connectors and clean the from the inside with a lint free cloth, vsc and the ssc however the issue persisted. Tse guided for the customer to check cable for damage, and nothing was observed. Tse cannot review error logs, since system was not onsite connected, although yellow ethernet cable is connected, customer stated. Tse guided for the customer to check, if customer has a spare blue fiber cable however the issue still persisted. A spare blue fiber cable, it was used and system was not changing behavior. Tse guided caller to unplug one blue fiber cable (bfc) from vsc and replace it with the new cable however the issue remained. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive followed up and confirmed that only assistance port was pricked. The op was canceled. There was no injury.